Event description:
Reported overinfusion of chemo drug on pt. Pir filed at hosp. The pt was ok but did experience adverse effects as nurses noticed pt hyperventilating when administering a chemo drug. Nurse began infusing rituxan (chemo drug) and then checked vital signs and noticed o2 down and respiratory 22; noticed more volume out of the IV bag than device showed. Nurse turned the pump off and then had to clamp secondary line because chemo was still dripping when the pump was turned off. Pump was set at 62.5 ml/hr with continuous infusing four hrs where actually the whole bag was infused within one hr. Biomed at facility reported set rate of 62.5, volume 229.5 when he received the pump. He could not duplicate the reported overinfusion when he tested the pump.

Manufacturer narrative:
Device eval results: the pump's operation log was reviewed. The rate of 62.5 ml/hr and volume 229.5 ml were seen on (B) (6) 2009. The pump was run on piggyback at a programmed rate of 62.5 ml/hr, volume 260.1 ml (4-hour run) on (B) (6) 2009 at 14:52. The pump was placed on hold 30 minutes later at 15:22 and several additional times, but not run again until the next day (when tested by biomed). The reported overinfusion could not be reproduced. B. Braun completed an eval of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of six (6) times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Three tests at 999 ml/hr had results of 5.02 ml, 4.96 ml and 4.98 ml. Three tests at 38 ml/hr had results of 5.14 ml, 5.06 ml and 4.96 ml. The pump was also tested at a rate of 62.5 ml/hr to deliver 30.6 ml (as seen on the log). The actual volume delivered was within specifications, at 29.6 ml.